Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed. High capture threshold was noted. Lead was explanted and replaced. Patient condition after the event was good.

Event description:
New information received notes that high impedance measurements were also observed on the rv lead. It was also noted that the patient experienced pain during the lead capping procedure. Lead was capped and replaced on (B)(6) 2012 with no adverse consequences to the patient.